Event description:
In 2009, patient reported his infusion device displayed e4 (occlusion) several times today. He stated he has changed the infusion headset today. Had patient disconnect the infusion tubing from the infusion headset; was able to prime the infusion tubing successfully. Discussed with patient other possible infusion site areas. Advised patient to speak with his physician prior to changing the infusion site area. Advised patient to use caution as different infusion site areas may have different levels of absorption. Advised that he monitor his blood glucose closely. Patient stated that his blood glucose was "approaching 300" mg/dl earlier today. He stated that he took "additional insulin on the infusion device." He stated he "expected it to go down," but his blood glucose was 380 mg/dl "an hour later." Patient reported he had given himself an injection of 3.5 units of insulin and was able to bring his blood glucose down to 180 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent information on infusion site management; suspect product return was requested. On follow up call about one week later, patient reported he had not experienced any further occlusions, and that his blood glucose levels have returned to the normal range.